Event description:
A trilogy 100 device was returned for preventative maintenance as part of the recertification process. No device problems were alleged. The device was not in clinical use. Upon evaluation of the device at the manufacturing service center, the trilogy 100 device failed testing for air stream temperature. The failed test was confirmed and found to be due to an assembly error and the thermistor being disconnected. The thermistor has been reconnected to the circuit board to address the issue.

Manufacturer narrative:
The reported failure of thermal issue is accomadated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.